Event description:
It was reported, the subject device image cuts out from the processor while sending video to the monitor, also it was reported the monitor shows color bars when the signal is lost and not working properly. The issue was found during an unspecified diagnostic procedure. There was a delay however, it was unknown for how long. No patient harm reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6, h10, h11. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak coming from buttons. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device image cuts out from the processor while sending video to the monitor, also it was reported the monitor shows color bars when the signal is lost and not working properly. The issue was found during an unspecified diagnostic procedure. There was a delay however, it was unknown for how long. No patient harm reported by the customer.